Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ipg replacement procedure, the physician noticed the end of one of the leads was 'broken'. Subsequently, the lead was explanted and replaced. Stimulation was restored post-operatively.lot#, expiration date, are unknown at this time. Additionally, the model number and implant date of the concomitant lead is unknown at this time.